Event description:
Patient underwent arthroscopic chrondoplasty of the right knee. There was a loose osteochondral body at the apex of the patella. This was debrided utilizing a 4-2 aggressor meniscal shaver. A reprocessed stryker shaver blade aggressive plus cutter tip broke off in the right knee joint space. The 4mm piece of the tip was retrieved by the surgeon which caused a delay in the case.